Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.